Manufacturer narrative:
(B)(4).batch #:unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, while stapling the left side, the device did not work and it was impossible to reopen the device. Several attempts were made. Used another device with a new 'loader." No patient consequence was reported.

Manufacturer narrative:
(B)(4). Date sent: 03/03/2021. D4: batch # u5e669. H6: component code = others (g07). H6: component code = safety (g06). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It should be noted that product failure is multifactorial. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. The device opened and closed without any difficulties noted. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.